Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg incision had opened and the ipg was exposed. As a result, surgery occurred on (B)(6) 2019, no products were explanted or implanted.

Event description:
It was reported that the wound is healed. Issue resolved.